Event description:
It was reported by the affiliate that the following three instruments did not fire during procedure. The surgeon kept opening new instruments and the fourth instrument worked fine. No adverse pt outcome.